Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, serial/lot #: (B)(4). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that while performing trace registration, the 3d model disappeared and then they received, an internal error has occurred and the application must restart. (Error code 64). They restarted the system to continue. There was a reported delay of less than one hour and no reported impact to patient outcome. It was also reported that after registering the patient with a registration accuracy of 3 mm, their trace pattern looked to be shifted and inaccurate. The site used a 3-point touch to initialize. During troubleshooting, the manufacturer representative noted that the exam was not to protocol as it was missing most of the forehead and the back of the patients head (focusing on the sinuses). Additionally, there was poor skin quality despite efforts to modify the 3d exam. It was recommended to modify the 3d model a bit more and suggested small trace patterns on bony anatomy, tree patterns up the nose and unique trace points.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that no failures were found. The navigation system passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that a crash was observed. The issue is consistent with a known software issue. Analysis found that the issue was related to the software. H6: fdm b01, fdr c19, fdc d14 are applicable to the system checkout. Fdm b01, fdr c10, and fdc d02 are applicable to the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.